Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with low impedance and high thresholds. It was also noted that the sensitivity decreased. Programming changes were made, and no adverse consequences were reported.